Manufacturer narrative:
(B)(4). D1: constrained head 12/14 taper 36 mm diameter -3 mm neck length for use with freedom constrained liners. D10: 11-107122 freedom all poly cup 50mm 803380. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure and was implanted with zimmer biomet products. Subsequently, the patient was revised three (3) years post implantation due to dislocation. The head was explanted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Visual examination of the provided picture identified the explanted device but cannot be used to confirm the complaint. Bio-debris present. Device not returned, further analysis cannot be made. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a left hip arthroplasty with a superolateral dislocation. A definitive root cause cannot be determined. This complaint can be confirmed via the x-ray evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.